Event description:
Procedure type: gynecology. According to the reporter: the metallic rod detached from the device during use. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported. No further details were available.